Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, myocardial infarction, prior percutaneous coronary intervention, prior coronary artery bypass graft, prior valvular surgery, dyslipidemia, diabetes, hypertension, chronic pulmonary obstructive disease, peripheral vascular disease, prior cerebrovascular event, atrial fibrillation, and prior right/left bundle branch block.. Complications reported included surgical intervention (pacemaker, valve-in-valve, conversion/explant), unexpected medical intervention (post-dilatation), hospitalization, stroke, myocardial infarction, cardiac tamponade, thrombus, aortic regurgitation, vascular dissection (annulus rupture), coronary occlusion, bleeding, valve embolization, thrombus, paravalvular leak, off label use; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with implanting navitor valve in native bicuspid aortic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: surgical versus transcatheter aortic valve replacement in bicuspid aortic stenosis: 1-year clinical outcomes in patients aged 65 years and older.

Event description:
The article, "surgical versus transcatheter aortic valve replacement in bicuspid aortic stenosis: 1-year clinical outcomes in patients aged 65 years and older", was reviewed. The article presented a multicenter, retrospective study to assess the periprocedural and follow-up clinical outcomes in patients with bicuspid aortic stenosis undergoing transcatheter aortic valve replacement (tavr) compared with surgical aortic valve replacement (savr). Devices included in the study were sapien 3, sapien ultra, corevalve evolut pro/pro+, navitor, accurate neo-2, myval, and unknown surgical valve devices. The article concluded that tavr in patients with bicuspid aortic stenosis showed a similar 1-year primary outcome rate compared with savr, though tavr exhibited higher rates of valve dysfunction and stroke. These findings underscore the need for randomized trials to define the optimal treatment strategy for this population. [The primary and corresponding author was luis nombela-franco, cardiovascular institute hospital clínico san carlos, idissc, calle de prof martín lagos, s/n, (B)(6), madrid, spain, with corresponding email: luisnombela@yahoo.com]. The time frame of the study was not specified in the article. A total of 512 patients were included in the matched cohort analysis, of which it was not specified how many received an abbott device (it was reported 48.0% patients undergoing tavr received a self-expanding valve). The average age was 75.0 years, and the majority gender was male. Comorbidities included coronary artery disease, myocardial infarction, prior percutaneous coronary intervention, prior coronary artery bypass graft, prior valvular surgery, dyslipidemia, diabetes, hypertension, chronic pulmonary obstructive disease, peripheral vascular disease, prior cerebrovascular event, atrial fibrillation, and prior right/left bundle branch block.